Event description:
It was reported that during a procedure on (B)(6) 2026, the drill would not come out of drill guide. It appeared the drill guide was bent during insertion of screws. Another set was opened and a drill bit and drill guide were used to complete the case. The surgery was delayed by four minutes.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.